Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to the customer for addressing the issue, including disconnecting and tightening various components, delivering boluses, and replacing supplies as necessary. The customer successfully completed the bolus delivery and planned to resume insulin therapy with new supplies.